Manufacturer narrative:
A review of returned product from the customer was performed. A visual inspection of the sample returned from the customer was found not to have any damage. According to the drawing cr 128053, guidewire length is 80 cm +/-1.5 cm measured the length of the wire 80.4 cm and 79.7 cm, specification in the tolerance, but flex tip is supposed to be 3.5 cm measured 1.5 cm and 1.0 cm. The complaint was confirmed. The root cause for the increase in the stiffness of the guidewire tip is most likely due to inadequate process when trimming the core wire. The flexible tip is normally trimmed to a length of 3.5 cm; overall length is correct indicating the wrong end of the core wire was trimmed (not the soft tip end) resulting in a 1.0 cm flexible tip. A failure investigation (fi-2019-012) was conducted by guide wire supervisor. Field action required (recall the product).

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
User noticed an increase in the stiffness of the soft/floppy end of this amplatz wire last month. On friday, (B)(6), this was manifested by perforation of the renal pelvis/pyelo-ureter transition in connection with the insertion of pyelostomy in a septic patient. It was only the amplatz that perforated and not the catheter, but the patient became ill almost immediately afterwards, suffering from abdominal pain and hypotension. Was transferred intensively. The perforation came remarkably easily, and user has not seen this before with these wires, even with much more powerful manipulation. Initially, the patient was not in good shape, but was significantly worse in the form of this procedure.